Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbat occurred . No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver failed to charge and boot due to no power. The receiver was unable to download. Receiver functional test was unable to be performed. The receiver case was opened for an internal visual inspection and it passed. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.